Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 25ga 1in had a clogged needle. The following information was provided by the initial reporter, translated from (B)(6): "damaged hub: the needle hub was damaged".

Event description:
It was reported needle 25ga 1in had a clogged needle. The following information was provided by the initial reporter, translated from japanese: "damaged hub: the needle hub was damaged".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/20/2021. H.6. Investigation: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of these issues, physical and picture samples were returned for evaluation by our quality engineer team. One of the samples also displayed signs of a clogged needle. And lastly, one of the samples showed signs of bent needle. The manufacturer of the microlance needle receives closed cartridges of cannulas from a supplier facility. It has been determined that the medication used affected the clogged needle. In certain circumstances, the drug may become deposited inside the cannula causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. The handling of the product may have a potential implication for the report of bent needle. The needle should be inserted into the vial at a ninety-degree angle, the needle should not be manipulated within the vial, and the user should avoid recapping the syringe after drawing. The cannula used for this product is made of stainless-steel and is tested for both rigidity and fatigue resistance. H3 other text : see h.10.